Event description:
It was reported that, after a tka surgery was performed on (B)(6) 2019, in which one (1) lgn cr high flex xlpe sz 3-4 25mm was implanted, patient presented flexion instability. The implant was fractured. Doctor thinks patient already had flexion instability and was putting a lot of pressure on the post. Patient did not fall or have any known injury. A revision surgery was performed on (B)(6) 2023, in which implant was exchanged. Patient was not injured a s a consequence of this situation.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device reveals the post fractured off. The fracture piece was returned. The visual also reveals discoloration, scratches and gouges in the device. The knee insert post deformation and/or fracture may have been due to repeated posterior contact of the femoral cam on the post combined with excessive posterior to anterior shear force during activity. However, this could not be isolated as the root cause for this particular failure mode. Some additional factors that could have contributed to the reported event include patient anatomy, abnormal loading of limb and/or traumatic injury. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. The clinical/medical evaluation concluded that per complaint details, a poly exchange/revision was performed 4 years post implantation due to patient presented with flexion instability with an intraoperative finding of a broken post. Reportedly, the surgeon suspects the ¿patient already had flexion instability and was putting a lot of pressure on the post. Patient did not fall or have any known injury¿. As of the date of this medical investigation, responses to the requested medical documentation have not been provided and the patient current status remains unknown. In the absence of the requested information, clinical factors which could have contributed to the reported event could not be definitively concluded. The patient impact beyond the reported flexion instability and revision with intraoperative finding of a broken post cannot be determined. No further medical assessment can be rendered at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management and information for use files revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. A review of instructions for use for knee systems revealed that break of implant has been identified in warnings and precautions section as a result of strenuous activity or trauma. According with inspection drawing, the final inspection includes the verification of part configuration per print, it also have to be verified that parts are 100% free of damaged areas, burrs, steps, inclusions, porosities, sharp edges and cracks. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.